Event description:
A report was received that the patient was having difficulty charging the ipg and the remote control would not connect with the ipg. It was believed that the ipg had flipped. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.